Manufacturer narrative:
The log file of the affected device was provided for the investigation. The analysis of the log files has shown that the device was operating on (B)(6)until 08:49 am. Afterwards the log entries stopped suddenly, and the next entries occurred at 09:04 pm. At this time the device performed a warmstart of the entire system. The alarm message "cockpit restarted" was posted and the ventilation continued immediately after startup. No device error was found in the log entries. The sequence of log entries indicates that the device was switched off via actuation of the rocker switch. The rocker switch is not the intended way to switch off the device. After the device was switched off via rocker switch it is designed to perform a warmstart of the complete system after the next startup to reset the micro processing system to a specified state.based on the available information no device malfunction occurred and the device behaved as specified when switching it off via rocker switch. The event is no longer assessed as reportable considering the results of the investigation. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator shut down without prior warning, and there was no alarm when it was shut down. The nurse immediately manually ventilated the patient, and another ventilator was used to continue the patient ventilation. No patient consequences were reported.

Event description:
It was reported that the ventilator shut down without prior warning, and there was no alarm when it was shut down. The nurse immediately manually ventilated the patient, and another ventilator was used to continue the patient ventilation. No patient consequences were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.